Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic. Upon review, the right ventricular lead exhibited loss of capture. On (B)(6) 2017 the lead was removed and replaced. The patient was stable following the procedure.